Event description:
Same case as #6000093-2007-00546. It was reported that post coronary drug eluting stenting treatment procedure, a death occurred. The pt had two taxus express2 drug eluting stents placed in 2006. A 2.5 mm taxus was placed in the calcified lad and a 2.5 mm taxus was placed in the calcified cx. Two months later the pt was scheduled for stomach surgery and plavix was discontinued. The pt had the surgery and "ended up dying." Add'l info has been requested but has been unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.